Event description:
Customer reported unit will not power on. The customer replaced batteries with new supply. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned unit confirmed the reported issue. Initially the unit did not power up when using new batteries. Unit was tested a total of three times at five minute intervals. During the first two tests unit only powered up when using an external power supply but turned off when set to voice or voice and tone. During the third test unit powered up with batteries and also with an external power supply. Custom recording does not play back, instead only a clicking noise plays back. Unit did not power off when attempting to play back the custom recording. Note: instructions for use state: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).